Event description:
Medicomp #1002 nbasal CPAP cannula creates significant back pressure within the ventilator circuit (due to small oriface sizes) to negate the ventilator disconnect alarms on the infant star 500's at flowrates as low as 4-61pm.